Manufacturer narrative:
Standard disclaimer on file.

Event description:
Diabetic diregarded device's error message and self-administered add'l insulin. Approx. 9 hrs later, the diabetic reportedly "crashed and was in a near coma state." Spouse transported diabetic to ER, where blood glucose level was 44 mg/dl. Diabetic was treated with 2 glucose tablets and a glass of orange juice.